Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the insert-handle f/a2fn (part #: 03.010.351, lot #: 9698717) was returned and received at jrz pal. Upon visual inspection, it was observed that the device has several scratches and dent marks on its surfaces possibly attributed to the normal usage. No other issues were detected, the thread were the sleeve is attached was analyzed and no issue was found or anything that could attribute to cause the reported event. The sleeve was not returned so functional test could not be performed. No other issues were found on the device. Dimensional inspection: complaint relevant dimensional analysis cannot be performed due to device geometry. Document/specification review: relevant drawings were reviewed and no design issues or discrepancies were identified. Conclusion: the complaint condition was not confirmed for the insert-handle f/a2fn (part #: 03.010.351, lot #: 9698717), there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities." Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is j&j company representative. Hospital contact: dr. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, it was discovered that a2fn insertion handle was having issues. The protection sleeve was not passing through the hole, (for gt to lt screw). The insertion handle- proximal hole of the insertion handle seems to be damaged. No patient consequences. Concomitant device reported: unknown protection sleeve (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) device. This report is for one (1) insert-handle f/a2fn. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event description : implants implanted successfully with a bit of delay in procedure. Proximal hole of the insertion handle seems to be damaged due to which protection sleeve was not passing through the hole. The protection sleeve was not passing through the hole (for gt to lt screw) of insertion handle.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 03.010.351; lot: 9698717; manufacturing site: hägendorf; release to warehouse date: jan 29, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.